Event description:
It was reported that during an implant procedure, the right ventricular (rv) lead connector pin was not holding into the header even after it was screwed in. As a result, the rv lead was not used, and it was replaced with a new lead. The patient was recovering post procedure.